Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production and quality personnel were both unable to duplicate the complaint that the handpiece overheated. In both cases, the handpiece was inoperative and unable to be tested. During disassembly, it was noted a moderate amount of debris on interior side of cap assembly and the head cavity. The head tail gears were moderately corroded and displayed slight wear. The main drive, set and tail gears displayed severe corrosion. The cap end and bur end bearing components all exhibited slight to moderate corrosion and/or debris. The o-ring section of the contra angle and head joining area exhibited significant debris. It is possible that lack of lubrication may have caused the severe corrosion found during the investigation. As a result, the corrosion could have caused increased friction and accelerated wear. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.